Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator generated technical error code indicating power error. The conclusion was that dc/dc & standard and connectors printed circuit board pcb was defective and replaced. After replacement, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use the provided device logs confirmed the reported technical error at 02/28/2021. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer ref.# (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating power error. The patient involvement is unknown. Manufacturer's ref#: (B)(4).